Event description:
It was reported that the system 9600 had an artifact of gridlines in the upper left quadrant of the display causing distortion. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image processor circuit board had a poorly seated integrated circuit u3. U3 was reseated and snapped into placed. The artifact could no longer be seen. The system was tested at a wide range of techniques and found to be working as intended and placed back into service.